Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the imaging window was twisted and had ripples. Microscopic inspection showed that the guidewire exit port was damaged and that the marker band was pinched. Functional test with the guidewire cannot be performed due to the condition of the device. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. According to the available information, the motor drive unit (mdu) was on during the insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition would cause the drive cable to twist into itself and break the coaxial cable in the process.

Event description:
Reportable based on device analysis completed on 30 jun 2026. It was reported that crossing difficulty occurred. The 71% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device failed to pass through the lesion due to calcification. The procedure was completed with another of same device, and the patient remain stable. However, device analysis revealed that the imaging window was twisted and had ripples.